Event description:
It was observed that during the device evaluation, the flex videoscope exhibited white foreign material in the air/water tube and cylinder. Residual liquid was also observed at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the following: the grip had a chip, the switch box had a scratch, the suction-cylinder had no color, switch 1 had a cut, the plug unit had a scratch, the scope connector cover unit had corrosion due to water leakage, due to a dent on the pipe protecting forceps elevator wire the forceps elevator did not move smoothly, due to damage on forceps cover the forceps raising angle did not meet the standard value, the lightguide lens had a crack, the distal end was shaved, due to annual inspection some of the parts needed to be replaced, the adhesive around the objective lens had wear, the universal cord had a scratch, and the air/water cylinder had no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented and or detected by handlingthe device inaccordance with the following section of the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.